Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the pressure waveform was unable to be displayed. An "unable to update timing" alarm and "optical sensor calibration failure" alarm were also generated. An ECG signal was acquired as a high-level output from an external monitor until the pressure waveform was displayed on a intra-aortic balloon pump (iabp). The balloon was discarded after the procedure. There was no reported patient injury.